Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported injejcting 0.5ml of evolysse smooth into the marionette lines of a patient via 25g 1.5" dermasculpt cannula. Patient complained of discomfort and pain within the gums near lower teeth. Patient was observed to have brusing and visible lumps and tracks of product in the oral mucosa of the lower lip. The hcp dissolved the product with 150 units of hylenex. Patient's discomfort was resolved immediately. The patient has brusing following treatment.